Event description:
Baxter affiliate in switzerland reports a system alarm on the homechoice device. "Air entry, cassette or line defective". Set was replaced. Per affiliate, no pt injury or medical intervention.